Event description:
Per medwatch, pt breathing during procedure made procedure difficult. On the second of three plications, the suture was not captured in the tissue, resulting in the tag remaining behind in the mucosa. Tag retrieval attempted for 20-30 mins. Tag left in pt. Dr plans to bring pt next week to retrieve suture tag once swelling subsides.